Event description:
A customer reported false low total b-hcg results from a patient sample. The biased results were reported and questioned by the physician. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.